Manufacturer narrative:
The blade subject to this MDR has been discarded. Lot number information has not been provided to permit further investigation. The root cause is multi-factorial.

Event description:
It was reported that during a total knee arthroplasty procedure that the blade broke at the mount. It was also reported that a second surgery was required to remove the broken piece of the blade. It was also reported that the patient was fine after both surgeries and there were no further complications to the knee as a result.